Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, patient's concern with the product.

Event description:
Healthcare professional reported exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported "implants are ruptured." This is the right side record. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.